Event description:
It is reported that device was implanted in early 2008, and the patient was revised nine months later, due to loosening and pain.

Manufacturer narrative:
Evaluation summary: the returned device was reviewed. It was observed that in its returned condition there were: marks on the neck surface, with some just below the taper surface, buffing on the body edges indicating where mated with distal component, and substance on the taper surface. The device was in vivo for 9 months before the alleged event of acetabular loosening occurred. It is most likely that the kinective neck component did not contribute to the alleged event of acetabular component loosening. The mating distal stem component is unknown, and its condition is unknown. The surgical notes from the primary surgery are unavailable, and it is unknown if the kinective neck was implanted as per the surgical technique. The patient height, weight, and activity level are unknown. The rehabilitation plan, both physical and pharmacological, and compliance thereof are unknown. Factors which may contribute to acetabular implant loosening pertaining to the kinective femoral neck may be one or a combination of the following mechanism: improper neck length offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between stem/neck/head interfaces, impingement, and patient activity post-surgery. However, no definitive cause analysis can be completed with certainty. Device history records indicate all components were manufactured and inspected to specification.